Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the exams were not to protocol as slices were on-contiguous and the fov was outside of recommended levels. Analysis found that the software functioned as designed.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 3 millimeters was observed as the surgeon went deeper into the patient's anatomy. It was reported that the imprecision carried across all instruments. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.